Event description:
Pre-term infant admitted from delivery room. Upon intubation, ~1 inch of plastic covering on the end of intubation stylet broke off during difficult intubation. Blood gases revealed poor numbers. Foreign body confirmed via x-ray. Foreign body removed by ent staff at peds surgery center. Infant now stable.